Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the pump was "infusing faster than it should." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. During testing, the device delivered more than expected. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.